Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) does not change color, even when the surgeon was about to withdraw. The surgeon tried to elevate the angle and "selecting an occluder", but the color still did not change. The device was withdrawn and replaced with a new occluder for hemostasis. There was no reported patient injury. A non cordis sheath was used. The procedure was followed normally. Additional information was requested but not provided. A non-sterile unit of product ¿vascular closure device 5f - us¿ was received inside of a clear plastic bag. The device was unpacked to perform the product evaluation finding the following conditions: the delivery shaft is inserted into an unknown non-cordis csi of the proper french size; the deployment lever is not depressed; indicator window was received black/white color; the plug is not deployed; the cowling guard was received unlocked; the back bleed port is set in the manufacturing position. The indicator wire is deployed; the device is blood saturated. No other outstanding details were observed on the returned part. The functional analysis was performed. The indicator wire was pulled to move the indicator window from black/white state as received into the black/black state. At the black/black stage the deployment button was pushed down, it was completely depressed, and the plug was deployed. The indicator window turned into black/red/white state. The device performed the deployment process successfully. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. Based on the information available for review, the reported event of indicator window no change to indicator¿ was not observed during the analysis. The device was unpacked finding the following conditions: the delivery shaft is inserted into an unknown non-cordis csi of the proper french size; the deployment lever is not depressed; indicator window was received black/white color; the plug is not deployed; the cowling guard was received unlocked; the back bleed port is set in the manufacturing position. The indicator wire is deployed; the device is blood saturated. The functional analysis was performed. The indicator wire was pulled to move the indicator window from black/white state as received into the black/black state. At the black/black stage the deployment button was pushed down, it was completely depressed, and the plug was deployed. The indicator window turned into black/red/white state. The device performed the deployment process successfully. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. No preventative or corrective actions will be taken at this time. No evidence of manufacturing defects and/or assembly issues was found. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken at this time.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) does not change color, even when the surgeon was about to withdraw. The surgeon tried to elevate the angle and "selecting an occluder", but the color still did not change. The device was withdrawn and replaced with a new occluder for hemostasis. There was no reported patient injury. A non-cordis sheath was used. The procedure was followed normally. Additional information was requested but not provided. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "indicator window no change to indicator" could not be confirmed. Procedural, anatomical, and/or handling factors may have contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. No preventative or corrective actions will be taken at this time.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) does not change color, even when the surgeon was about to withdraw. The surgeon tried to elevate the angle and "selecting an occluder", but the color still did not change. The device was withdrawn and replaced with a new occluder for hemostasis. There was no reported patient injury. A non-cordis sheath was used. The procedure was followed normally. Additional information was requested but not provided. The device was not returned for evaluation, as previously was expected.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) does not change color, even when the surgeon was about to withdraw. The surgeon tried to elevate the angle and "selecting an occluder", but the color still did not change. The device was withdrawn and replaced with a new occluder for hemostasis. There was no reported patient injury. A non cordis sheath was used. The procedure was followed normally. Additional information was requested but not provided. The device was later returned for evaluation.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) does not change color, even when the surgeon was about to withdraw. The surgeon tried to elevate the angle and "selecting an occluder", but the color still did not change. The device was withdrawn and replaced with a new occluder for hemostasis. There was no reported patient injury. A non cordis sheath was used. The procedure was followed normally. The device will be returned for evaluation.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.